Manufacturer narrative:
The referenced device was returned to the service center ((B)(6)) the evaluation found the device's transducer connector was damaged/burnt. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be attributed to an electrical short as a result of moisture or foreign debris inside the receptacle and/or plug. Olympus will continue to monitor the field performance of this device. To mitigate device damage, the instructions for use manual (page 21) instructs the user before use to "inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). If repair is necessary, please contact olympus customer service."

Event description:
The manufacturer was informed that during preparation for use, the shockpulse lithotripsy system's transducer connector was burnt out. There was no patient injury reported.